Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 415 mg/dl. The customer treated with a manual injection. The customer stated that there was a no delivery on the pump. The customer stated that it was the third no delivery in less than 30 days. The customer stated that the no delivery alarms tend to happen during the last 40 units. The customer stated that her quickset is still connected to the reservoir. The customer stated that she could not connect a new quickset because there might have been not enough insulin. The customer was unable to troubleshoot during the time of call. The customer does not want to return the reservoir and set for analysis. The customer will be sent a replacement reservoir.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.